Event description:
Additional information was received. It was reported that the patient presented to the hospital with a ruptured aneurysm. The current aneurysm measured about 13 cm in diameter and the aortic neck was approximately 60 degree angulated. A CT scan observed that the aneurx bifurcate had separated from the endurant cuff which was implanted and resolved a previously reported type iii separation endoleak. The physician implanted an endurant cuff to bridge the gap resolving the type iii separation endoleak. The physician believed the cause of the separation was due to aortic remodeling. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that the patient presented for a routine follow-up CT scan and it was determined that the previously implanted endurant aortic cuff (B)(4) had separated from the aneurx bifurcated stent graft. The decision was made to implant another endurant aortic cuff, (B)(4) and successfully resolve the type iii separation endoleak. The cause of the stent graft separation is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent migration, endoleak, rupture), patient's condition affected effectiveness of device (likely anatomy related), device failure/lack of effectiveness related to patient condition (likely anatomy related).

Manufacturer narrative:
(B)(4). Results, conclusion: disease progression; neck dilatation, angulated neck, and aortic remodeling.

Event description:
Additional information was received. It was reported that during a routine follow up scan, the endurant cuff that was previously implanted to repair a type iii endoleak, has separated from the aneurx main body. The physician decided to intervene and implant an endurant aui device and a endurant limb and did a fem-fem bypass resolving the endoleak. At the time of intervention, the abdominal aortic aneurysm measured 9cm in diameter. The physician believes the cause of the event was due to aortic remodeling. No clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 56 months ago. Aneurysm and vessel morphology are unknown. It was reported that the patient presented emergently with a potential retroperitoneal rupture approximately three weeks ago. It was also noted that the stent graft had migrated and it was 6 cm distal to the lowest renal artery. An endurant 32x32x49 aortic cuff was placed for repair of the stent graft migration / endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results, conclusions: disease progression; neck dilatation, angulated neck, and aortic remodeling. Endoleak.